Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 05/23/2016 and confirmed a faulty aspirate probe which contributed to a leak. The aspirate probe was replaced, resolving the event. (B)(4).

Event description:
A customer reported finding approximately 1 ml of clear fluid on top of the tube caps as controls were being run on a coulter ac·t diff 2 analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time the leak was observed. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.